Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. If you drop your pump or it has been hit against something hard, ensure that it is still working properly."

Event description:
It was reported that a malfunction alarm occurred. According to the customer, the pump was dropped prior to the malfunction alarm occurring. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy. There was no adverse impact to customer¿s blood glucose level.